Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the inside of the distal cover deformed during the process of attachment to the endoscope. The returned distal cover showed deformation at a site different from where it normally deforms. Based on the deformed site inside the distal cover, it may have been attached while misaligned in the axis rotation direction. Therefore, it was insufficiently attached, and the load during use may have led to the falling off of the distal cover. The event can be detected and prevented by following the instructions for use: instructions, operation manual, chapter 4, section 4.1 describes how to detect the subject event. Instructions, operation manual, chapter 3, section 3.5 describes how to prevent the subject event. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) (documented here in its entirety due to character limitations in respective field). The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that the single use distal cover was not attached when the duodenovideoscope was removed from the patient's mouth after an endoscopic retrograde cholangiopancreatography (ercp) procedure. The operator tried to insert another endoscope but discovered that the cover was in the patient's mouth. The cover was retrieved. It was further related that the cover had cracks. Reportedly, the cover got stuck in the mouth when the scope was pulled, likely hit the mouthpiece, cracked it, and fell off. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).